Manufacturer narrative:
The investigation determined that lower than expected vitros k+ (potassium) results were obtained when processing a non-vitros (biorad) quality control fluid on a vitros 350 chemistry system. The definitive assignable cause of the lower than expected vitros k+ results was determined to be user error. The customer mistakenly loaded a vitros immuno wash fluid reservoir instead of a vitros electrolyte reference fluid reservoir during daily maintenance. Vitros k+ slide lot 4102-1002-3820 was performing as expected and the vitros 350 chemistry system did not malfunction.

Event description:
A customer obtained lower than expected vitros k+ (potassium) results when processing a non-vitros (biorad) quality control fluid on a vitros 350 chemistry system. Biorad l2 k+ results of 4.36, 4.14 and 4.10 mmol/l versus the expected k+ result of 6.75 mmol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros k+ results were generated from a non-patient fluid, however the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).